Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods / intermenstrual bleeding"), fibromyalgia ("fibromyalgia (generalised multiple muscle pain) on long-term leave"), pericardial effusion ("pericardial effusion") and deafness ("loss of hearing") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. The patient's previously administered products included pill with an associated reaction of headache. Concurrent conditions included stress (stress, effort beyond physical limits). In (B)(6) 2005, the patient started essure (ess205). On (B)(6) 2006, the patient experienced fibromyalgia (seriousness criterion disability) with fatigue, tendon pain, paraesthesia, anxiety, disturbance in attention, amnesia and headache. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pericardial effusion (seriousness criterion medically significant), deafness (seriousness criterion medically significant), otitis media ("serous otitis media"), tympanic membrane perforation ("perforated eardrum"), tinnitus ("tinnitus"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), sinusitis noninfective ("inflammation of sinuses"), parosmia ("changes in sense of smell"), tongue cyst ("cyst (lump) in tongue"), epistaxis ("nosebleeds"), dysphonia ("change in voice"), asthma ("asthma"), bronchitis chronic ("chronic bronchitis"), cough ("dry cough"), productive cough ("productive cough"), rhinorrhoea ("abundant nasal discharge"), nasal dryness ("dryness"), vaginal discharge ("abundant translucent or brown discharge"), feeling cold ("constant feeling of cold"), thyroid disorder ("fluctuations of thyroid"), micturition urgency ("frequent urge to urinate"), loss of libido ("loss of libido"), vaginal cyst ("vaginal cysts"), vaginal flatulence ("vaginal wind"), abdominal distension ("swollen abdomen, bloating"), coital bleeding ("bleeding during or after sexual intercourse"), premature menopause ("early menopause") with feeling hot, pudendal canal syndrome ("pudendal nerve inflammation"), weight increased ("weight gain"), renal pain ("kidney pain"), back pain ("back pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), mineral deficiency ("mineral deficiencies"), arrhythmia ("abnormal heart rhythm"), cardiovascular disorder ("circulatory weakness in hands and feet (hands and feet white and cold), feeling of poor blood circulation"), oedema peripheral ("oedema of hands, ankles and feet"), joint crepitation ("cracking joints"), muscle atrophy ("muscle atrophy") with muscular weakness, arthralgia ("hip pain, joint pain"), ligament pain ("ligament pain in abdomen"), abdominal pain ("ligament pain in abdomen"), trigeminal neuralgia ("trigeminal neuralgia"), muscle contractions involuntary ("nervous tics, fasciculations"), muscle spasms ("muscle spasms"), limb discomfort ("heaviness in legs"), toothache ("tooth pain"), bruxism ("bruxism (bite guard)"), presyncope ("vagal malaise"), diplopia ("double vision"), vision blurred ("vision: difficulty in focusing, blurred vision"), dry eye ("dry eyes"), hypohidrosis ("no more sweating"), hyperhidrosis ("excessive sweating"), alopecia ("hair loss"), dry skin ("dry skin,"), pruritus generalised ("itching, diffuse itching over entire body"), erythema ("redness"), psoriasis ("psoriasis"), eczema ("eczema between toes"), abdominal pain upper ("stomach pain"), nausea ("nausea"), diarrhoea ("diarrhoea"), premenstrual syndrome ("aggravation of symptoms at time of ovulation, imminent menstruation and menstruation"), flatulence ("gas"), gastrointestinal sounds abnormal ("borborygmus"), stool analysis abnormal ("undigested food in stools") and constipation ("constipation"). The patient was treated with physical therapy (balneotherapy 3 times a week since 2008, spa therapy each year, yoga in pain management center) and will be treated with surgery (removal of inserts scheduled for (B)(6) 2017). Essure (ess205) treatment was not changed. At the time of the report, the menometrorrhagia, fibromyalgia, pericardial effusion, deafness, otitis media, tympanic membrane perforation, tinnitus, dizziness, feeling drunk, sinusitis noninfective, parosmia, tongue cyst, epistaxis, dysphonia, asthma, bronchitis chronic, cough, productive cough, rhinorrhoea, nasal dryness, vaginal discharge, feeling cold, thyroid disorder, micturition urgency, loss of libido, vaginal cyst, vaginal flatulence, abdominal distension, coital bleeding, premature menopause, pudendal canal syndrome, weight increased, renal pain, back pain, vitamin b12 deficiency, mineral deficiency, arrhythmia, cardiovascular disorder, oedema peripheral, joint crepitation, muscle atrophy, arthralgia, ligament pain, abdominal pain, trigeminal neuralgia, muscle contractions involuntary, muscle spasms, limb discomfort, toothache, bruxism, presyncope, diplopia, vision blurred, dry eye, hypohidrosis, hyperhidrosis, alopecia, dry skin, pruritus generalised, erythema, psoriasis, eczema, abdominal pain upper, nausea, diarrhoea, premenstrual syndrome, flatulence, gastrointestinal sounds abnormal, stool analysis abnormal and constipation outcome was unknown. The reporter provided no causality assessment for menometrorrhagia, fibromyalgia, pericardial effusion, deafness, otitis media, tympanic membrane perforation, tinnitus, dizziness, feeling drunk, sinusitis noninfective, parosmia, tongue cyst, epistaxis, dysphonia, asthma, bronchitis chronic, cough, productive cough, rhinorrhoea, nasal dryness, vaginal discharge, feeling cold, thyroid disorder, micturition urgency, loss of libido, vaginal cyst, vaginal flatulence, abdominal distension, coital bleeding, premature menopause, pudendal canal syndrome, weight increased, renal pain, back pain, vitamin b12 deficiency, mineral deficiency, arrhythmia, cardiovascular disorder, oedema peripheral, joint crepitation, muscle atrophy, arthralgia, ligament pain, abdominal pain, trigeminal neuralgia, muscle contractions involuntary, muscle spasms, limb discomfort, toothache, bruxism, presyncope, diplopia, vision blurred, dry eye, hypohidrosis, hyperhidrosis, alopecia, dry skin, pruritus generalised, erythema, psoriasis, eczema, abdominal pain upper, nausea, diarrhoea, premenstrual syndrome, flatulence, gastrointestinal sounds abnormal, stool analysis abnormal and constipation with essure (ess205). The reporter commented: essure was inserted in (B)(6) 2015 and the events started in (B)(6) 2006 (conflicting data). I underwent placement of the essure inserts because I did not wish to continue the pill due to frequent headache. In 2006, I developed multiple muscle pain and major fatigue. In 2008, I was diagnosed with fibromyalgia. As a result since (B)(6) 2010 I have on long-term leave divided up into periods. On treatment since 2008 with balneotherapy (3 times a week), appointment with psychologist, spa therapy each year, yoga followed in a pain management centre. Triggers for aggravation were stress, effort beyond physical limits, illness. Removal of inserts scheduled for (B)(6) 2017. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure 205(fallopian tube occlusion insert) inserted and experienced haemorrhagic menstrual periods/ intermenstrual bleeding (seen as menometrorrhagia), fibromyalgia (generalised multiple muscle pain) on long-term leave, pericardial effusion and loss of hearing amongst other non-serious events. The essure removal was scheduled for (B)(6) 2017. Menometrorrhagia is anticipated while the others are unanticipated in the reference safety information for essure. In this case, the exact temporal relationship between essure insertion and the events is not clear due to inconsistent reported dates; however the events were present while the consumer was under essure treatment. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. There is no information about the consumer's historical conditions, therefore considering the nature of the event causality cannot be excluded (related). Considering that essure has a local effect in the fallopian tubes, a contributory role in the fibromyalgia, pericardial effusion and loss of hearing is very unlikely. The consumer describes a number of immunologic and rheumatologic symptoms, unrelated to essure that could be related to the pericardial effusion. Therefore, a causal relationship between these events and essure can be excluded (unrelated). This case was regarded as incident since a device removal will be required. No further information can be actively obtained from the reporter in this case. A product technical analysis is awaited.

Manufacturer narrative:
This case was reported via regulatory authority ansm - health authorities in (B)(6)(reference number: (B)(4)) on (B)(6)2017. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods / intermenstrual bleeding"), fibromyalgia ("fibromyalgia (generalised multiple muscle pain) on long-term leave"), pericardial effusion ("pericardial effusion") and deafness ("loss of hearing") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. The patient's previously administered products included pill with an associated reaction of headache. Concurrent conditions included stress (stress, effort beyond physical limits). In (B)(6) 2005, the patient started essure (ess205). On (B)(6) 2006, the patient experienced fibromyalgia (seriousness criterion disability) with fatigue, tendon pain, paraesthesia, anxiety, disturbance in attention, amnesia and headache. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pericardial effusion (seriousness criterion medically significant), deafness (seriousness criterion medically significant), otitis media ("serous otitis media"), tympanic membrane perforation ("perforated eardrum"), tinnitus ("tinnitus"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), sinusitis noninfective ("inflammation of sinuses"), parosmia ("changes in sense of smell"), tongue cyst ("cyst (lump) in tongue"), epistaxis ("nosebleeds"), dysphonia ("change in voice"), asthma ("asthma"), bronchitis chronic ("chronic bronchitis"), cough ("dry cough"), productive cough ("productive cough"), rhinorrhoea ("abundant nasal discharge"), nasal dryness ("dryness"), vaginal discharge ("abundant translucent or brown discharge"), feeling cold ("constant feeling of cold"), thyroid disorder ("fluctuations of thyroid"), micturition urgency ("frequent urge to urinate"), loss of libido ("loss of libido"), vaginal cyst ("vaginal cysts"), vaginal flatulence ("vaginal wind"), abdominal distension ("swollen abdomen, bloating"), coital bleeding ("bleeding during or after sexual intercourse"), premature menopause ("early menopause") with feeling hot, pudendal canal syndrome ("pudendal nerve inflammation"), weight increased ("weight gain"), renal pain ("kidney pain"), back pain ("back pain"), vitamin b12 deficiency ("vitamin b12 deficiency"), mineral deficiency ("mineral deficiencies"), arrhythmia ("abnormal heart rhythm"), cardiovascular disorder ("circulatory weakness in hands and feet (hands and feet white and cold), feeling of poor blood circulation"), oedema peripheral ("oedema of hands, ankles and feet"), joint crepitation ("cracking joints"), muscle atrophy ("muscle atrophy") with muscular weakness, arthralgia ("hip pain, joint pain"), ligament pain ("ligament pain in abdomen"), abdominal pain ("ligament pain in abdomen"), trigeminal neuralgia ("trigeminal neuralgia"), muscle contractions involuntary ("nervous tics, fasciculations"), muscle spasms ("muscle spasms"), limb discomfort ("heaviness in legs"), toothache ("tooth pain"), bruxism ("bruxism (bite guard)"), presyncope ("vagal malaise"), diplopia ("double vision"), vision blurred ("vision: difficulty in focusing, blurred vision"), dry eye ("dry eyes"), hypohidrosis ("no more sweating"), hyperhidrosis ("excessive sweating"), alopecia ("hair loss"), dry skin ("dry skin,"), pruritus generalised ("itching, diffuse itching over entire body"), erythema ("redness"), psoriasis ("psoriasis"), eczema ("eczema between toes"), abdominal pain upper ("stomach pain"), nausea ("nausea"), diarrhoea ("diarrhoea"), premenstrual syndrome ("aggravation of symptoms at time of ovulation, imminent menstruation and menstruation"), flatulence ("gas"), gastrointestinal sounds abnormal ("borborygmus"), stool analysis abnormal ("undigested food in stools") and constipation ("constipation"). The patient was treated with physical therapy (balneotherapy 3 times a week since 2008, spa therapy each year, yoga in pain management center) and will be treated with surgery (removal of inserts scheduled for 16-mar-2017). Essure (ess205) treatment was not changed. At the time of the report, the menometrorrhagia, fibromyalgia, pericardial effusion, deafness, otitis media, tympanic membrane perforation, tinnitus, dizziness, feeling drunk, sinusitis noninfective, parosmia, tongue cyst, epistaxis, dysphonia, asthma, bronchitis chronic, cough, productive cough, rhinorrhoea, nasal dryness, vaginal discharge, feeling cold, thyroid disorder, micturition urgency, loss of libido, vaginal cyst, vaginal flatulence, abdominal distension, coital bleeding, premature menopause, pudendal canal syndrome, weight increased, renal pain, back pain, vitamin b12 deficiency, mineral deficiency, arrhythmia, cardiovascular disorder, oedema peripheral, joint crepitation, muscle atrophy, arthralgia, ligament pain, abdominal pain, trigeminal neuralgia, muscle contractions involuntary, muscle spasms, limb discomfort, toothache, bruxism, presyncope, diplopia, vision blurred, dry eye, hypohidrosis, hyperhidrosis, alopecia, dry skin, pruritus generalised, erythema, psoriasis, eczema, abdominal pain upper, nausea, diarrhoea, premenstrual syndrome, flatulence, gastrointestinal sounds abnormal, stool analysis abnormal and constipation outcome was unknown. The reporter provided no causality assessment for menometrorrhagia, fibromyalgia, pericardial effusion, deafness, otitis media, tympanic membrane perforation, tinnitus, dizziness, feeling drunk, sinusitis noninfective, parosmia, tongue cyst, epistaxis, dysphonia, asthma, bronchitis chronic, cough, productive cough, rhinorrhoea, nasal dryness, vaginal discharge, feeling cold, thyroid disorder, micturition urgency, loss of libido, vaginal cyst, vaginal flatulence, abdominal distension, coital bleeding, premature menopause, pudendal canal syndrome, weight increased, renal pain, back pain, vitamin b12 deficiency, mineral deficiency, arrhythmia, cardiovascular disorder, oedema peripheral, joint crepitation, muscle atrophy, arthralgia, ligament pain, abdominal pain, trigeminal neuralgia, muscle contractions involuntary, muscle spasms, limb discomfort, toothache, bruxism, presyncope, diplopia, vision blurred, dry eye, hypohidrosis, hyperhidrosis, alopecia, dry skin, pruritus generalised, erythema, psoriasis, eczema, abdominal pain upper, nausea, diarrhoea, premenstrual syndrome, flatulence, gastrointestinal sounds abnormal, stool analysis abnormal and constipation with essure (ess205). The reporter commented: essure was inserted in (B)(6) 2015 and the events started in (B)(6) 2006 (conflicting data). I underwent placement of the essure inserts because I did not wish to continue the pill due to frequent headache. In 2006, I developed multiple muscle pain and major fatigue. In 2008, I was diagnosed with fibromyalgia. As a result since april 2010 I have on long-term leave divided up into periods. On treatment since 2008 with balneotherapy (3 times a week), appointment with psychologist, spa therapy each year, yoga followed in a pain management centre. Triggers for aggravation were stress, effort beyond physical limits, illness. Removal of inserts scheduled for (B)(6) 2017. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2017 for the following meddra preferred term: menometrorrhagia - analysis in the global safety database 35 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: 22-may-2017: quality safety evaluation of ptc company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.